Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. The remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. E1 reporting address state: (B)(6).

Event description:
The customer reported the monitor goes into speaker fault alarm. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.